Manufacturer narrative:
The t:flex user guide states: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ran out of insulin in the pump. The customer allowed the pump battery to fully deplete and the pump shut off. The customer's blood glucose level was 378 mg/dl. The customer obtained additional insulin from the local pharmacy. The customer connected the pump to a power source and the pump turned on. Reportedly, the customer loaded a new cartridge and resumed insulin.